Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump usb port was observed to be damaged, making it intermittently difficult for pump to connect to charger. Additionally, it was reported that the pump touch screen had a "bubble" that made it difficult to read their inputs. There was no reported adverse impact to customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support.